Manufacturer narrative:
Initially, the device was going to be returned for evaluation; however, follow up from the sales representative confirmed that the customer is not going to return the device for evaluation. This event was determined to be reportable following edwards standard procedures. Guidewire fractures may result in separations in retained fragments in the vasculature. A device history record review was not completed, the lot number was not provided with the initial reported event.

Event description:
It was reported that the guidewire got stuck at the connection site between distal hub and the extension tube during insertion and it did not pass through. Customer tried to remove the catheter after a few failed attempts to get it through, but the coil of the guidewire got stuck and unraveled. The guidewire had been inserted from the straight end because customer considered that the bend of "j" shaped tip was too big for a pediatric patient. The guidewire was then replaced with a non-edwards guidewire - radifocus wire. There were no patient complications reported.